Event description:
It was reported that before the patient's previous implant on (B)(6) 2011, the patient had some arm posturing and cognitive declines. It was also reported that the patient had a dramatic improvement once that battery was replaced. The explanted generator was received by the manufacturer for analysis. Analysis of the generator concluded that no performance issue or any other type of adverse condition was found. No additional relevant information has been obtained to date.